Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received by a consumer (con) reported that the patient representative was requesting physician listing and MRI compatibility guidelines. The patient representative mentioned "in (B)(6) 2021" the patient had to have the catheter replaced due to a kink. The patient representative stated that when the patient went in for the surgery, the physician said everything went well, but that the patient had a baclofen overdose during the surgery. The patient representative stated that the patient would not wake up, was non-responsive, had no tone in their arms, and the nurses and physicians had no idea. It was noted that the kink issue was resolved when they did the revision in (B)(6) 2021. The patient representative additionally reported that "a couple of weeks after implant" the area in the spine where the catheter goes in which was flat started to bulge. Patient representative stated that when the patient was laying down it was fine but when sitting up it bulges a lot and creates a lot of pain for the patient. The patient represent ative stated speaking to the physician and the surgeon and they were aware of the issue but they do not know why or what was making the bulge. The patient representative stated that the surgeon will not test the bulge to see what it is and the physician would not do anything without the surgeon's approval. The patient representative stated that the surgeon said the fluid of the bulge was not spinal fluid and stated that the patient does not have any symptoms of spinal fluid leak. The patient representative stated that the surgeon said it was just part of how the patient's body was responding to the catheter. The patient representative stated that when they did the revision on the catheter, the bulge went away for a couple of weeks but then came back. Patient services reviewed that medtronic is not medically trained and redirected them to their healthcare provider to further address the issue. Troubleshooting was not required. The issue was not resolved at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 479.6 mcg/day) via an implanted pump. It was reported that the patient had been requiring higher and higher doses of medication. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. A dye study was performed and was good, but the patient was having fluid accumulation in the lumbar area, so the physician decided to take the patient to surgery. When the patient¿s back was opened to check for any kinks or leaks, the physician noticed that there were two loops in the catheter, so he corrected the loops and put in a new collet. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.